Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from (B)(6) 2019 - (B)(6)2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor under infused via PICC (peripherally inserted central catheter) line. The device had been filled with 3g of vancomycin reconstituted with 5ml of water for a total volume of 40ml . There was no report of patient injury or medical intervention associated with this event. No additional information is available.